Event description:
During the index procedure, five inpact admiral paclitaxel-eluting pta balloon catheters were used to treat the right sfa/popliteal. Approximately 15 months post index procedure arterio sclerosis obliterans with total occlusion of the right sfa was reported. Investigator indicated that the event was remotely related to the study device, procedure and paclitaxel. The target lesion was treated with pta ballooning. Medication was also provided. Outcome is resolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).

Manufacturer narrative:
Six in.pact admiral balloons were used during the index procedure and not five as previously reported.